Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation (intraprocedure) associated with the slda appears to be due to challenging patient anatomy (thin and short posterior leaflet). The reported image resolution poor was associated with difficult visualization. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda) and intervention. It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr), and a thin and short posterior leaflet. During a mitraclip procedure, a single leaflet device attachment (slda) occurred after deployment with an ntw clip. It was noted that visualization of the clip was challenging due the quality of the images, leaflet insertion assessment was successful, and perpendicularity was achieved. The clip was detached from the posterior leaflet. Another clip was placed lateral to the ntw. The mr was reduced to grade 1. There were no adverse patient effects or clinically significant delay. No additional information was provided.